Event description:
The trilogy 202 ventilator was returned to the third-party service center for preventative maintenance, and a low o2 inlet pressure alarm occurred. During the evaluation of the trilogy 202 ventilator an error code in relation to " obm_accy_urgent_service" which indicates a faulty oxygen blender module board was recorded in the device event log which was believed to be the cause of the low o2 inlet pressure alarm. In conclusion, trilogy o2/202 system board kit was replaced to address the issue. Additionally, the technician confirmed an error code in relation to a perm_fail_int_li_ion was also recorded in the device event log in 2022; but determined the issue was resolved due to the age of the error and the current internal battery being brand new with 100% sh. The device passed the final test.